Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, a minimum fill notification occurred; however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.